Manufacturer narrative:
The instrument pipettor tip was change in response to this event. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that an instrument system check performed prior to the event generated acceptable results. Also, all portions of carryover testing were within published specifications. Beckman coulter inc. Is currently investigating this issue. A definitive root cause for this event has not been defined to date.

Event description:
The customer reported that on (B)(6) 2011 level one human chorionic gonadotropin (bhcg) quality control (qc) results, failing to meet established specification, were generated on the access 2 immunoassay system. No erroneous patient results were released from the laboratory in connection to the event. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon recalibration using a new reagent pack, the customer was able to generate quality control results within customer established specifications. No sample handling/collection information was provided by the customer.